Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "not giving any audio output" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the speaker. The speaker required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump has no audio during testing in the biomedical service department. There was no patient involvement. No additional information is available.